Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of the revision surgery. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e1309 captures the reportable event of chronic cystitis cystica. Imdrf patient code e1310 captures the reportable event of string of recurrent infections. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf patient code e2337 captures the reportable event of narrow and high proximal urethra. Imdrf impact code f1903 captures the reportable event of sling removal.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - curved device was used during a trans obturator tape suspension and repair of midline defect on the anterior vaginal wall procedure performed on (B)(6) 2021, for the treatment of recurrent stress urinary incontinence and midline cystocele. Due to recurrent stress urinary incontinence and a midline cystocele, the patient had trans obturator tape suspension and repair of a midline defect on the anterior vaginal wall on (B)(6) 2021. The previously placed trans obturator tape had moved proximally and was no longer beneath the mid-segment of the urethra. On (B)(6) 2022, the patient was diagnosed with a string of recurrent infections not responding to antibiotic treatment and found obstructed by a proximal sling after prior sling placement and revision. She was also found to have chronic cystitis cystica and dyspareunia. The patient then underwent cystoscopy, sub urethral sling release, and fulguration of stage 2 chronic cystitis. Cystoscopy revealed a very narrow proximal urethra from the sling placed in the location. Additionally, a chronic cystitis cystica over the trigone and bladder base was found. The sling was divided at the 4 o'clock position and peeled gently from the sub urethral level from left to right. After the procedure, the patient was awakened and taken to the recovery room in good condition and with no complications.